Event description:
I went to a doctor in (B)(6) in 2000 who said I was a good candidate for the lasik eye procedure. I had myopia, an astigmatism and was legally blind. The doctor conducted the surgery and the results were good at first but after a couple weeks my vision began to decrease again. I ended up having to get glasses although they were not as strong of a prescription as prior to the surgery. Then I began to experience painful symptoms and have suffered the last 16 years. I have been to many doctors over the years from optometrists to even more specialized doctors such as retina specialists and cornea specialists. I had to have a surgery in 2006 to replace the viscous fluid in my eye due to the floaters which were also caused by the lasik. Another side effect of the lasik was that a cataract in each eye began to form. I had a lens replacement in the left eye, but due to the swelling and complications I did not have it done in the right eye. Until recently I saw a doctor at the medical center in (B)(6), who said that I actually have permanent nerve damage. Over the many years the treatments have all been geared towards symptoms such as chronic dry eyes while the nerve damage from the lasik has been the source of the pain. I have lost almost all of my quality of life and cannot enjoy anything due to this constant suffering day in and day out.